Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Event description:
One day post hvad implantation, the patient experienced an ischemic cerebrovascular accident. He presented with left sided visual field loss and left hemiplegia. The last report received indicates that the patient remains an inpatient in the cardiovascular ICU and continues to experience residual neurological deficits. Investigation ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced visual field disturbance and loss of left extremity movement due to embolic stroke following lvad implantation. At last report the patient remained hospitalized in the ICU with neurological deficits. The device was not returned to the manufacturer for evaluation. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.